Manufacturer narrative:
Further testing and investigation by merge support found that launching the publishing communicator application was triggering some event causing the main pacs database to go offline. The drive was re-enabled, re-shared, and the image server was rebooted. At this time it appears that the customer's issue has been resolved and no further corrections are required. A review of the merge unity user guides did not reveal any troubleshooting or other anomalies/issues regarding database/disk array guardian issues. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Merge healthcare was notified by a customer on 02/08/2017 that all users were not able to connect to the server. Testing and investigation by merge technical support found that whenever the communicator connected to the database, the database went down. To assist in correcting this issue, technical support rebuilt the database. As a consequence of having to rebuild the database, eight (8) exams reverted back to "scanned" status. These exams then needed to be re-read. There was no reported adverse event to a patient. However, exams needing to be resent and re-read has the potential to delay patient treatment and/or diagnosis. (B)(4).